Event description:
Report provided by the end user states that they have been using this product for many years but has developed a red bumpy rash at 6 o"clock under the tape collar. States that the area has spread to a larger area under the tape collar. The end user cleanses with soap and water then dries and applies barrier. Skin care was reviewed with the end user. The end users subsequent outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.